Manufacturer narrative:
Continuation of d10: product ID 97800 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024; related report: 3004209178-2026-03577. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that they had been having problems since last month. They went the healthcare provider (hcp), and they were told that the ins might be disconnected and that's why they are having problems. They were pooing in their pants and the ins didn't work anymore. The patient was trying to call the manufacturer rep, but they wouldn't get back at them. The patient stated that when they went to the hcp's office and tried making an adjustment, it couldn't go any higher than 0.3, and it was not communicating at all. The patient mentioned that they were suffering, and couldn't go out because they were embarrassed that they would poop in their pants, and added that it had worked before and now it completely stopped. They had already taken an x-ray 2 weeks ago, and the manufacturer rep was not calling them back. They didn't know what the result of the x-ray was yet, and they had already talked with their hcp, and they were told that they need to talk to the rep first. The patent reiterated that their system had been malfunctioning ever since they got it, and their hcp had tried to adjust but nothing worked, and they didn't feel it at all, which they usually did, but they didn't feel anything now. The patient also stated that in their opinion, they believed the product was malfunctioning inside them and something had gone wrong, and added "I want to know if this thing is malfunctioning, fix it. And if it's not, reprogram it." The patient was clearly frustrated during the call. The agent emailed the rep in the area to further address the issue. The agent tried their best to document every event reported. The rep responded and indicated that they spoke to the patient about the issue and the patient refused to come to the doctor's office because they said it was too far. The rep spoke with the patient again and the patient agreed to come to the office for an appointment on (B)(6) 2026.